Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 593 mg/dl. It was reported that the customer was using fiasp within their pump supplies. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support advised the customer against using off-label insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.